Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. No pump error 82 during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No battery alarm noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had the hrm task did not grant motor power in reasonable time error multiple times. The customer blood glucose level was unknown. The customer will return insulin pump for analysis.